Event description:
During a very complex stenting procedure, a cxs18300 dislodged in the distal rca. The stent was successfully retrieved and the procedure was completed successfully. The pt was admitted to the hospital with a chief complaint of recurrent chest pain and positive cardiolyte stress test. The patient was currently taking plavix. The patient was taken electively to the cardiac cath lab, where angiography revealed a 60% stenosis of the proximal lad, a 50% stenosis of the mid-lad, a 70-80% stenosis of the first obtuse marginal branch, a diffusely diseased distal lcx artery, an 80% tortuous and calcified lesion in the mid-rca, and an 80% ostial stenosis of the right posterior lateral branch. The decision was made to treat the mid-rca lesion with angioplasty and stenting. A total of 10,000 units of heparin were administered via IV over the course of the procedure.